Manufacturer narrative:
(B)(4) follow up. It was reported there is an increased amount of needle coring. To aid in the investigation, twenty samples in sealed packaging blisters and four photos were received for evaluation by our quality team. A visual inspection was performed to the samples returned with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The four photos provided show packaging blister top webs and syringes with a dark colored speck in the solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 305196, lots 4093946 and 3236138. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Event description:
Material#: 305196, batch number#: 4093946, 3236138. To date, there have been no known incidents involving patient harm or injection of particulate during patient care. All events were identified prior to injection and discarded immediately. Verbatim: it was reported by customer that an increase amount of needle coring of foreign matter. 2 separate lot numbers identified for more than 2 occurrences

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.